Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during intraocular lens (iol) implant procedure, the surgeon noticed haptic was broken with no patient contact. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned for evaluation. Solution is dried on the lens. One haptic is missing the distal end. Small scratches are observed on the opposite haptic on the posterior surface near the gusset area. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product was returned for evaluation. The root cause for the reported event was determined to be manufacturing related. A haptic issue was observed. The haptic was not broken. The condition of the haptic shows the lens had a bubble in the mold which caused the haptic tip damage. The manufacturer internal reference number is: (B)(4).